Event description:
On 05sep2025, an email was received from the national agency for the safety of medicines and health products (ansm), no. R2524386, after notification from a hospital in france that a patient (pt) was diagnosed with a corneal abscess in the left eye (os) while wearing an acuvue® oasys® brand contact lens (cl) on (B)(6) 2025. The pt was wearing ¿fortnightly lenses, attributed to poor compliance with wearing instructions, including exposure to water while wearing the lenses. The pt experienced ocular inflammation and is at risk of residual astigmatism. The condition required hospitalization for at least 5 days, during which the pt received 24-hour antibiotic eye drop therapy (ceftazidime, gentamycin, vancomycin, and desomedin) and local precautions were implemented. The pt was temporarily advised to stop wearing contact lenses.¿no additional medical or product information was provided. No pt contact information was provided.no additional information is expected.the os lot number is unknown. No additional evaluation can be conducted.it is unknown if the os suspect cl is available for return for evaluation.if any further relevant information is received, a supplemental report will be filed, as appropriate.